Event description:
Healthcare professional reports pt self-tester generated lower than expected results with the protime microcoagulation system. F/u communication with the pt reports protime generated inr results of approx 1.5. Based on these results physician increased wafarin dose each week. Since the inr results were not increasing with the change in wafarin dosage as expected, physician tested pt in the office with different point-of-care device which generated inr 3.4 and on the same day protime test generated inr 1.2. Pt's therapeutic range: 2.0-3.0. No adverse event (s) reported.

Manufacturer narrative:
(B)(4). Customer provided cuvette lot lik3h454. Method: actual device not evaluated. Cuvette device history records reviewed and found to meet specs. No related ncmrs, complaint trends, or CAPA identified. Result: no results available since no eval performed. Conclusion: unable to confirm complaint. Device not returned. Itc has requested all data required for form 3500a.